Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and froze during a bolus. The customer removed and replaced the battery and a button error alarm came up. The blood glucose reading was 182 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No belt clip was received with the insulin pump. No button error alarm or frozen display was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.